Event description:
The user facility reported that the housing broke at the weld found during cleaning. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no delay and no medical intervention and no adverse consequences.